Event description:
It has been reported that one bd¿ syringe 10ml ll bns has been found containing foreign matter before use. The following has been provided by the initial reporter: we have received a very strange complaint about 1 of the 10 ml syringes. There is a large piece of plastic in the syringe. We have received this complaint from a customer. They discovered it just before filling up the syringe. Article number: 301029 (10 ml syringe). Batch: 9094836.

Manufacturer narrative:
H.6 investigation summary: one loose 10ml syringe was received in a plastic bag. The sample was visually evaluated. The plunger rod was observed to have foreign matter wrapped around one of its ribs and slightly under the stopper. Review of the manufacturing process and material handling was conducted. The fm in the sample matched the cutouts from stickers that are left over on the wax paper after stickers are removed. The numbered stickers are used at molding for product tracking purposes potential root cause for the foreign matter defect is associated with material handling process. Action taken: quality alert will be communicated plant wide to raise awareness of this defect and to emphasize proper disposal of the sticker cutouts after use and importance of clean material handling. Due date: 02/28/2020. No additional corrective actions are necessary based on the defective rate identified. Batch 9094836 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 10ml ll bns has been found containing foreign matter before use. The following has been provided by the initial reporter: we have received a very strange complaint about 1 of the 10 ml syringes. There is a large piece of plastic in the syringe. We have received this complaint from a customer. They discovered it just before filling up the syringe. Article number: 301029 (10 ml syringe) batch: 9094836.